Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2021, due to pain in the stomach area in the last days, the patient contacted the treating doctor who recommended patient see a gastroenterologist. Patient went to the hospital (there was no hospitalization) and was examined by a gastroenterologist and a surgeon. Inflammation was found and oral antibiotic flagyl (500mg) was prescribed for 6 days. Patient to be re-examined by a gastroenterologist.